Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit displayed error power up test fail code #14. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
. Additional customer contact phone: (B)(6) a getinge field service engineer (fse) confirmed, and stated he found that compressor couldn't achieve 390 mmhg so it had to be changed. Then the fse replaced the compressor, scroll (B)(6) and performed full functional and safety tests. Returned device to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department received compressor scroll. This part was received with a reported unit failure message of compressor could not achieve 390mmhg. Performed visual inspection of this part received and part looks to be in good condition. Installed the compressor scroll into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department verified the failure of the noise inside the compressor scroll when turn on the unit for testing. Due to noise the fat dept. Cannot be do further investigation on this compliant. Compressor, scroll failed testing. Retaining compressor scroll in the fat dept. As per procedure 0002-07-d008 rev ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.